Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received a failed battery alarm. Customer states that they were having issues with the insulin pump. The blood glucose reading is 106 mg/dl.